Event description:
It was reported that during the implant procedure the leads were plugged into the device and there was no pacing output. The device was not implanted and a different device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #evaluation summary: the device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4).